Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from two patient samples tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory as they have implemented repeat measurements for patient results > 200 ng/l. On (B)(6) 2023: sample 1 the initial result at 11:36 am was 345 ng/l. The repeat result at 12:15 pm was 55.4 ng/l. This result was deemed correct.  The result using a sample from an ethylenediaminetetraacetic acid (edta) sample tube was 53 ng/l. On (B)(6) 2024: sample 2 the initial result at 6:04 pm was 203 ng/l with a data flag. The first repeat result at 6:45 pm was 3.96 ng/l. This result was deemed correct.  The second repeat result using a sample from an edta sample tube was 4.77 ng/l.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; there were no indications of any issues. The investigation reviewed the analyzer's patient sample images for (B)(6) 2023. Some of the samples have white particles on the surface or bubbles; the reported patient sample showed foam on top of the surface. The investigation determined that a general reagent problem was not present because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.